Event description:
It was reported that the patient experienced faintness. Upon interrogation it was revealed that the pulse generator stopped working following a lightning strike. The generator was explanted and changed, the patient was stable post procedure.